Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead with the connector pin measuring 21.5cm was returned for analysis. External insulation abrasion was noted at 17.9-18.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.